Manufacturer narrative:
Section e1: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that bending angle in the up direction and play of the up/down knob was out of standard value due to wear of the angle wire. There were scratches noted throughout the device and the scope connector had corrosion. The connecting tube and control unit had discoloration. It was also noted that the water removal ability did not meet standard value due to clogging of the nozzle. The adhesive on the bending section rubber had a chip and the up/down knob could not be locked securely due to wear of the forceps elevator lever. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a probably cause of the foreign material remaining was unable to be specified based on the obtained information. A definitive root cause of the error could not be identified. This issue is addressed in the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had low angle. Inspection and testing of the returned device found that the distal end had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.